Event description:
Caller reported a cgm error, specifically error 42, related to their g7 sensor. There was no reported adverse impact to the customer's blood glucose level. Technical support provided a complete pump reset, guiding the caller through the process, after which the error did not reappear. As a result, the caller successfully started their sensor session.